Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was responding back from a follow up letter sent to them. Patient reported their weight at the time of event was (B)(6). Patient reported their replacement of the desktop charger resolved their issues with having no stimulation and return of pain.

Manufacturer narrative:
Analysis of the 37761 (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was broken. Patient reported they needed stimulation to work because the equipment was not working. Patient reported having pain in their back.